Event description:
It was reported before using the bd bactec¿ mgit¿ 960 pza kit, the user observed fungal growth contamination in the mgit supplement with four (4) kits. There was no health impact or consequences reported.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: mgit 960 pza kit batch 3269157 is composed of mgit pza batch 3251059 and mgit 960 pza supplement batch 3228124. The batch history record review for mgit 960 pza kit batch 3269157 was satisfactory. No quality notifications were generated during manufacturing and no other complaints have been taken on this batch. Bactec mgit 960 pza is manufactured by rehydrating components in usp purified water and mixed into a homogenous solution. The solution is then sterile filtered, dispensed into vials and stoppered. The vials are lyophilized and crimp caps are applied per standard operating procedures (sop). Bactec mgit 960 pza supplement is manufactured by rehydrating the media components with usp purified water and mixed until a homogeneous solution is obtained. The solution is then sterile filtered and dispensed into vials; stoppers are manually placed in the vial opening; septum caps are manually placed on top of the stopper and then mechanically crimped per sop. Two bactec mgit 960 pza vials are then manually packaged with six bactec mgit 960 pza supplement vials to complete a bactec mgit 960 pza kit (material 245128). Batch history record reviews for mgit pza batch 3251059 and mgit 960 pza supplement batch 3228124 were satisfactory and no quality notifications were generated during manufacturing. Qc inspection and testing were satisfactory at time of release for both products. Other complaints have been taken this kit batch. There were no retentions available for this kit batch. There was one (1) photos submitted to assist with this investigation. The photo shows a vial with contamination in batch 3229074 with expiration 2025-02-14. This component is not part of mgit 960 pza kit batch 3269157. There were no returns available for this complaint. This complaint cannot be confirmed because the observed defect is not in the kit batch in scope of this complaint. No complaint trends have been identified for this defect; no actions are indicated at this time. Bd will continue to trend complaints for defects.

Event description:
It was reported before using the bd bactec¿ mgit¿ 960 pza kit, the user observed fungal growth contamination in the mgit supplement with four (4) kits. There was no health impact or consequences reported.